Manufacturer narrative:
Analysis of data downloaded from the device confirmed a power on reset occurred on (B)(6) 2013. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had a power on reset (por). Lead integrity alert (lia) software was installed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).